Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ew8u, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1ew8u, (B)(6), (B)(4) pertain to product ID: 3058, serial# (B)(4), product type: implantable electrical, stimulator.(B)(4) pertain to product ID: 3889-28, lot# va1ew8u, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastro intestinal/pelvic floor issues. It was reported that the patient was scheduled to perform a revision/replacement of the lead and battery on the patient¿s right side. The patient was in prone position and the doctor opened the pocket on the right side, used a torch wrench to remove the battery, and retrieved the lead from the original insertion site. It was noted that the lead was missing 1 electrode when removed and this showed up on fluro. The doctor then made markings on the left side for a new lead placement. Numbing medication was given and the foramen needle was inserted for testing. At this time, the anesthesiologist stated that the patient stopped breathing. The doctor removed the needle, staff brought in an outside bed, and the patient was flipped for possible intubation. The patient was non-responsive and an ambulance was called to take the patient to the hospital. The manufacturer representative was updated from the surgery center on (B)(6) 2018 that the patient was doing better and would be sent home from the hospital. No further complications were reported/anticipated.